Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 371mg/dl. Troubleshooting was performed. The customer stated that he had an upper respiratory issue and his doctor gave him some antibiotics and went home, but when he woke up he felt very sick and went to the hospital. The caller stated also that they gave him ativan medication to calm him down. The customer mentioned that the time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.